Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer also received error alarms. Customer stated that they use the sensor feature on the insulin pump and that they were able to rewind the device. Customer's blood glucose reading at the time of the call was 180 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No error alarms noted. The pump had minor scratches on the lcd window, cracked case near the display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.